Event description:
It was reported that using a femoral right groin access approach during a procedure of the left anterior descending (lad) artery the 2.5 x 20 mm nc trek balloon dilatation catheter (bdc) was backloaded onto the guide wire when the shaft at the hub area was noted to be detached. There was no reported patient interaction. The device was removed without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported separation was confirmed. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on all the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.